Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: at 21:29pm on (B)(6) 2021, a user selected and loaded the "5 hour" protocol to be run in retort b. Both the <unload protocol> and the <run> radio button would have been active at the bottom right of the graphical user interface (gui) screen. After selecting the <run> radio button at 21:29:49pm on (B)(6)2021, the following dialog would have been displayed to the user: "enter the number of cassettes to be processed", with 266 cassettes entered at 21:29:52pm on (B)(6) 2021. The retort b lid was locked at 21:29:53pm on (B)(6)2021. The dialog box for editing of the protocol steps and selection of either asap or editing of the required processing end time would then have been displayed. The <start> and <cancel> radio buttons would have remained active at the bottom right of the graphical user interface (gui) screen, with the <start> button coloured green as a visual cue. Entry of a user name with a minimum of three (3) characters is required. At 21:30:01pm on (B)(6) 2021, a user selected the <cancel> radio button from the gui. As the user had selected the <cancel> radio button from the gui, the cassettes remained in retort b without any reagent for approximately six (6) hours and 10 minutes until a user started the "5 hour" protocol comprising 266 cassettes in retort b at 03:40:45am on (B)(6) 2021. The "5 hour" protocol started in retort b at 03:40:45am on (B)(6) 2021 completed successfully at 08:59:47am on (B)(6)2021. No event/error code(s) was recorded during execution of this protocol. All reagents used for the "5 hour" protocol started in retort b at 03:40am on (B)(6) 2021 had been used for at least one (1) previous processing run without reported incident. Investigation of this complaint found that the instrument functioned as designed between (B)(6) 2021. When a user selects the <start> radio button from the gui, the following steps occur within approximately 40 seconds: the <run> radio button becomes <pause> (and is enabled) and the <unload protocol> radio button becomes disabled. The instrument rotary valve would have been positioned to make the connection between a formalin bottle and retort b. This activity has a characteristic sound. The instrument air pump would have started to make vacuum in retort b. This also has a characteristic sound. The gui would have displayed a green line between a formalin bottle and retort b to indicate that the retort is being filled with formalin. When a user selects the <cancel> radio button, the following would occur instantly: the <run> and <unload protocol> radio buttons are still active. There will not be any sound coming from the air pump of the instrument. The change to the gui screen (for retort b in this instance) as detailed above would not occur. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error which occurred at 21:30pm on (B)(6)2021. Specifically, the "5 hour" protocol loaded for scheduling in retort b was not executed because a user selected the <cancel> radio button from the gui. Consequently, the protocol did not run and the 266 cassettes remained in a dry retort for approximately six (6) hours until a user start the protocol "5 hour" protocol started in retort b at 03:40:45am on (B)(6)2021.

Event description:
On 24 may 2021, the complainant contacted field application specialist - core histology by email in relation to histocore peloris 3 rapid tissue processor serial number (B)(4) and the following information was documented: "on (B)(6) 2021, we had a catastrophe occur that was caused by a single missed button. It happened when I was about to start a new run. I loaded my baskets, closed the lid to the retort, selected the number of hours for the run, chose the correct day and time for the tissue to come off, punched in my user ID, and this is where I made the mistake. Instead of pressing "start", as intended, I pressed "cancel". The tissue sat dry over-night and one block was unable to be recovered. As you can imagine, this mistake has haunted me as I go through my days. Though my team has put together a plan of action, this mistake has turned over and over in my brain as I think of solutions to prevent this from happening again." The assigned leica field application specialist - core histology (fas) documented that sub-optimal processing of patient tissue samples had been identified from the "5 hour protocol" comprising 266 cassettes, which had been executed in retort b, with the start/end time and date detailed as: "start time: (B)(6) 2021 at 9:30pm - customer did not press start and subsequently tissue sat in dry retort for at least 4-5 hours. Once histotechs arrived in the early morning, run was immediately started. Start time: (B)(6) 2021 at 3:40am / end time: (B)(6) 2021 at 9:01am". The type(s) of patient tissue samples involved was detailed as: "one case initially undiagnosable - breast case rebiopsied and diagnosed". The size(s) of the patient tissue samples involved was not provided; and the tissue artefact was detailed as "dry". On 27 may 2021, leica biosystems (B)(4) received information from the assigned leica field application specialist - core histology that at least one (1) patient was not diagnosable. On 05 june 2021, leica biosystems (B)(4) received the following information from the assigned leica field application specialist - core histology: "unfortunately one case was not diagnosable after sitting in a dry retort for approx. 6 hours and this patient required re-biopsy." On 22 june 2021, leica biosystems (B)(4) received information from the assigned leica field application specialist - core histology that the one (1) undiagnosable breast sample was derived from a female patient. The leica field application specialist - core histology also documented that: "unfortunately customer was unable to provide me with further patient identifiers after multiple attempts." An identifier, age or date of birth and gender was requested from the complainant on 08 may 2021 during a site visit; on 09 june 2021 by telephone and on 11 june 2021 during a site visit.